Event description:
The pt's mother stated that, the patient experienced a partial separation of the infusion tubing in 2007 and her blood glucose elevated to 484 mg/dl. The pt changed the infusion tubing and bolused to lower her blood glucose. The mother stated that, the pt becomes very angry when her blood glucose is elevated. Her normal blood glucose range is 70-120 mg/dl. The mother stated that, she was not aware of the recall. The mother was educated on the recall. Company records indicate that the pt was informed of the recall. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.